Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect ca 19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64207fp00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. Historical performance of reagent lot 64207fp00 was reviewed using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 64207fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 64207fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one sample. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2025. Initial result 33.03 u/ml (lot 69360fp00). Repeat result 34.23 u/ml (lot 69360fp00) . Repeat result 332.10 u/ml (lot 64207fp00). No impact to patient management was reported.